Event description:
Device lead was removed from the patient after only being a month old. It was replaced with a new lead and the lead removed from the patient was then obtained by the device representative. There was no injury to the patient.